Event description:
(B)(4). Every day since (B)(6) 2009, I've been in pain. My life as I knew, it was gone. I bleed so much that I have no energy. The pain is in my stomach. I feel like curling up in the fetal position. It hurts to do daily activities including walking.